Event description:
Procedure type: laparascopic cholecystectomy. Reportedly, a cracking sound was heard when the trocar was placed through abdomen. A liver laceration occurred and treated with surgicel. When the trocar was removed following procedure completion, it was noted that the end was broken off and missing. The patient returned for cat scan which revealed no foreign bodies in the patient. There was no delay to surgical time, and very little bleeding occurred due to the liver laceration. The patient has no known complications related to this event.